Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with normal operating currents and no unexpected low battery alarm or blank display noted during testing. Unit was received with corroded battery tube, scratched case and minor scratched lcd window. No moisture damage found on electronic/motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mom reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 11 mmol/l at the time of the incident. The customer's mother reported they realized the blank display issue in the morning and removed the battery. The customer's mom reported after several hours they put a new aa alkaline battery into the pump and lcd screen was still blank. The pump was used for less than a week. The insulin pump will be replaced. The insulin pump will be returned for analysis.